Event description:
It was reported that during a shoulder arthroscopy, an error message appeared with the dual console. Too much fluid entered the patient/shoulder too quickly. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished succesfully by changing to an open procedure. It was not necessary to do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided which may include pictures, videos, the event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error due to incorrect connection of the concomitant main pump tubing during setup, as it is likely the green and clear connectors were reversed on the pump.